Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer's mother reported via phone call that the customer was lethargic, had severe stomach pain, vomiting and was admitted into the intensive care unit. The customer had a stomach virus and blood glucose was 600 mg/dl and 800 mg/dl at the hospital. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and insulin is not expired. Customer has slight pain at site and mentioned having scar tissue due to surgery in the past. Insulin did exit the tubing with manual prime. They declined to check the settings and perform the high pressure test as mother stated they had not had any issues with the device and it was not the cause of the high blood glucose.